Event description:
It was reported that the compression screw of an intertan nail backed off 6 weeks post-op. All pieces were removed and a new intertan nail was implanted.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical group concluded, based solely on the fluoroscopic image provided the root cause of the lateralized compression screw cannot be confirmed; however, non-union instability with early excessive weight bearing activities could be possible contributing factors. The patient impact beyond the reported pain and the revision procedure itself cannot be concluded. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
The associated trigen intertan nail and lag/comp screw kit were returned and evaluated. A lab analysis conducted during this investigation indicated that macroscopic examination of the products found burnishing of the nail and screws is caused by motion or rotation in vivo or during insertion/removal. A functional test was performed and the lag screw can only translate medially due to clockwise rotation of compression screw. The exact cause of this potential rotation is unknown. It can be caused by a number of factors, including but not limited to interaction with soft tissues. Based on the analysis conducted, the exact cause of the reported failure was not able to be determined. No material or manufacturing deviations were observed in this investigation. The review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical analysis noted based on the fluoroscopic image provided and the lab retrieval analysis, the root cause of the lateralized compression screw cannot be confirmed. The evidence of motion/rotation reported from the analysis, however, would also support non-union instability with early excessive weight bearing activities as being possible contributing factors. The patient impact beyond the reported pain and the revision procedure itself cannot be concluded. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.